Event description:
It was reported that the articulated arm was misaligned, and the aiming beam was not focusing. There was no patient involved.

Manufacturer narrative:
The complaint device has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Therefore, the reported allegation could not be confirmed.

Event description:
It was reported that the articulated arm was misaligned, and the aiming beam was not focusing. There was no patient involved.